Event description:
A female consumer reports she experienced ocular irritation, with redness and burning, blurred vision and foreign body sensation with use of this product. She indicates her physician diagnosed "keratitis" and stated her cornea "peeled off." The consumer reports she was prescribed drops for her eyes, but cannot recall the name of the product. The consumer's current condition is unk, however, additional information has been requested.

Manufacturer narrative:
Complaint sample has been received, evaluation is in progress. No similar reports were received for this lot. This report mailed in to FDA on: 12/07/2007.